Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the vela ventilator showed the alarm xdcr (transducer) fail. The transducer calibrations were performed but they did not pass. No patient was involved on this failure; it happened when during ovp.